Manufacturer narrative:
On october 13, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed, according with mentor procedure, and leakage was revealed caused by partial delamination at the juncture of the shell and patch. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant rupture, and capsular contracture; baker grade unknown. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with breast implant rupture, and capsular contracture; baker grade unknown on her left side postoperatively confirmed via mammogram and ultasound in (B)(6) 2020. As a result, the device was explanted on (B)(6) 2020.